Manufacturer narrative:
.

Event description:
It was reported the vns generator was found to be at the near end of service (neos) = yes condition and the patient also had an increase in seizures. The increase in seizures was originally reported to not be related to vns. The patient was then referred for vns generator replacement surgery. After the replacement surgery, it was noted the patient's seizures improved, indicating the reported increase in seizures was related to the vns generator. The explanted generator was received by the manufacturer. Product analysis is expected, but has not been completed to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis on the returned generator was completed and an eos (end of service) condition was found. The eos condition was associated with the output current being disabled by the generator. Electrical tests showed the generator module performed according to functional specifications. The electrical performed of the generator, as measured in the product analysis lab, was used to conclude that no anomalies existed and the eos condition is an expected event. Additionally, it was reported by the physician's office that the reported increase in seizures was below pre-vns baseline levels. It was also noted the increase in seizures was due to a depleted battery. No additional relevant information was received.